Manufacturer narrative:
Lens was returned in biohazard bag. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that 12.6mm, micl 12.6, -4.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to low vault and refractive surprise. The reporter stated, "blurry and double vision post op, no patient injury. Problem resolved after explanting the lens". Patient is stable, vision was better and cloudiness was gone. No plans to implant another lens, patient did not want the lens replaced.

Manufacturer narrative:
Device code 1494: off-label use; acd < 3.00mm. Claim#: (B)(4).